Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. Reportedly, the battery compartment was cracked and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 9/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: battery compartment crack at the threads to the left of the bumper & below the bumper traveling toward the case seal. Evidence of moisture behind display lens & in battery compartment. Leak test failed due to battery compartment leak. Opened pump; evidence of moisture throughout pump internally. Crack between case seal & keypad cover.